Event description:
This lead was capped and replaced due to intermittent loss of capture. The lead impedance was >3200 ohms in bipolar configuration and there was failure to capture at high output. There were no adverse pt effects reported. If additional information becomes available, this event will be updated.